Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it was not working since the fall. The patient stated she is peeing all over herself since she fell in (B)(6). There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. In response to the inquiry for what the circumstances were that led to the fall causing the loss of therapy the patient reported that they fell. In response to the inquiry for what steps had been taken to resolve the loss of therapy since they fell and if it had been resolved the patient reported ¿no. Nothing. (The pandemic.)¿ no further complications were reported at this time.